Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no energy to the instruments. The customer tried two monopolar instrument cables prior to calling the technical support engineer (tse). The tse had the customer try both monopolar ports and a 3rd cable with no change. The tse had the customer try to power off and power back on the erbe and it powered back on and the screens next to the energy cable plugs started flashing and it said vio not connected. Tse had the site verify the erbe connection to the video processor (vp) and it was connected. Site said they have a second system that is not in use, so they went and swapped out the vison side cart (vsc) and started the case with monopolar working using the other vsc/erbe. The procedure was completed with no reported injury. Multiple follow-up attempts to obtain additional information have been made. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that both monopolar and bipolar energy were not firing. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu unit involved with this complaint and completed the device evaluation. The customer reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode for testing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another vision side cart after the start of the procedure due to no energy being delivered from the iesu. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.